Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown. Item #: unknown liner lot #: unknown. Item #: unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs identified the following : oblique fracture involving the proximal femoral diaphysis extending to involve the femoral stem. Possible malpositioning and vertical orientation of the cup. Possible liner wear. No other findings related to the event were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the (B)(6) that a patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.